Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports capsular contracture unknown baker grade. This record relates to the left side. Device disposition is unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade ii. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
E. Initial reporter continued: dr. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade ii. Un-reporting as capsular contracture baker grade ii is non reportable.